Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reporter indicated the lens exchange resolved the problem. The patient is doing very well with no rotation, excellent vision, normal vault and pressure. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a vial. Visual inspection found no visible damage to the lens. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, - 8.50/+1.5/070 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to lens rotation.the lens was exchanged for a longer lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.